Event description:
PICC was inserted on (B)(6) 2024 in the right brachial vein with a total catheter length of 37 cm and 0 cm left external. Catheter secured with statlock. Kink was discovered in the innominate region 6 days after insertion. Catheter was exchanged. Catheter had been tpa'd 1x during the 6-day indwell period.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. This event was originally reported in MDR vmsr #3006260740-2024-08062. Upon receiving additional information, including material number and batch number, it is now being submitted as an individual MDR.